Event description:
I was diagnosed with urinary stress incontinence. In 2006, I had surgical mesh implanted through the wall of my vagina to add support to my urethra. I spoke to the doctor who performed the surgery and he stated that the mesh he used in my surgery was not among those products that were recalled. However, I have been suffering from severe pain during intercourse, which lasts for days after. I did not have this pain prior to the mesh being implanted. Although my doctor has tried to reassure me that my pain during intercourse is not related to the mesh, I believe it is and I am now unsure what to do to reverse this problem, which is impacting my life and my marriage. Dates of use: (B)(6) 2006 - (B)(6) 2012.